Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 07 june 2025,senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
A user experienced repeated "glucose suspend" alerts. The issue persisted for over two hours, during which the system remained stuck on "collecting data" and failed to display glucose values. The case was escalated through multiple support levels, and a sensor replacement was approved. However, the user declined reinsertion, citing frustration over receiving three replacements within a month. The case was eventually handed over to the territory manager (tm), who confirmed ongoing communication with the user. The final update stated that the tm would manage the case, and no further action was required. B4. Date of this report: 04 sept 2025. G3. Date received by the manufacturer? 04 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4119. H6. Investigation findings updated to 114,3221. H6. Investigation conclusions updated to 4315.